Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
Staff member from (B)(6) hospital contacted depuy synthes representative and stated the following occurred during surgery. Surgeon was performing a shoulder arthroscopy and sub-acromial decompression. He was using a vapr s90 electrode and vapr rf generator. During use, the generator beeped and then the surgeon stated to staff that a white flash appeared on the screen while using the electrode. The surgeon then stated that he could see tissue charring in the shoulder joint. The electrode was removed and staff stated they could seeing charring on the end of the electrode and a hole. Surgery was completed and staff state surgery time was extended while the surgeon cleared the damage. Additional information received from affiliate on 8-30-2016: the black tissue damaged areas present in the photographs was a result of the electrode failure. Staff state the surgeon did remove this tissue. The electrode was not buried in tissue. It is unknown if the white flash was sparking/ arcing. It is unknown if the electrode was near metal. Device was used intermittently and for approximately 10 mins before failure. This failure extended the procedure time by 20 mins. The affected generator and electrode were removed. A different generator was bought to theatre and a new electrode opened. The surgeon then carried on to remove the affected tissue and complete the procedure.

Manufacturer narrative:
The device was received and evaluated. The device was visually inspected. The active tip shows signs of activation. There is evidence of melting, 2-9 o¿clock position, at the proximal section of the manifold and return brace. Functional testing not carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A supplier CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two dissimilar complaints for this lot of devices that were released to distribution. If a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).